Event description:
It was reported that during routine testing, cardiosave intra-aortic balloon pump (iabp) unit's lower display was black and was not turning on. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6). Event site address: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced display and coil cable, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications.